Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (low shock impedance). The local representative was notified. The uploaded data was reviewed by the clinic on latitude's physician web site. Boston scientific received information from the local representative that no additional information was available from the clinic.